Event description:
Complainant alleged that during a routine shift check by a clinician the device would not change from automatic mode to manual mode. Complainant indicated that there was no patient involvement in the reported malfunction.